Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ("bleeding/abnormal bleeding (vaginal)") and menorrhagia ("bleeding/ abnormal bleeding (menorrhagia)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo as essure confirmation test". The patient's concurrent conditions included peripheral neuropathy. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced migraine ("migraines"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced tooth disorder ("dental problems") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pains / pain"), back pain ("back pain"), headache ("headaches"), abdominal pain lower ("cramping"), abdominal pain ("abdominal pain"), arthralgia ("hips (constant ache) pain") and pain in extremity ("legs pain"). The patient was treated with surgery (ablation). Essure treatment was ongoing at the time of the report. At the time of the report, the vaginal haemorrhage, menorrhagia, pelvic pain, tooth disorder, dyspareunia, fatigue, alopecia, migraine, headache, abdominal pain lower, abdominal pain, arthralgia and pain in extremity outcome was unknown and the back pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, dyspareunia, fatigue, headache, menorrhagia, migraine, pain in extremity, pelvic pain, tooth disorder and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records confirming : lower extremity pain, back pain, pelvic pain, lower abdominal pain. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 12-mar-2018: pfs received - case update as incident. New events " abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dental problems, dyspareunia (painful sexual intercourse), fatigue, hair loss, migraines, headaches, cramping, abdominal pain, hips (constant ache) pain, legs pain, did you undergo as essure confirmation test" were added. Concomitant and historical conditions were added. New reporter were added. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('bleeding/abnormal bleeding (vaginal)') and menorrhagia ('bleeding/ abnormal bleeding (menorrhagia)') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo as essure confirmation test". The patient's concurrent conditions included peripheral neuropathy. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced migraine ("migraines/migraine") and headache ("headaches"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pains / pain"), tooth disorder ("dental problems/dental problems") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 4 months 7 days after insertion of essure. In (B)(6) 2013, the patient experienced alopecia ("hair loss/hair loss"). On an unknown date, the patient experienced back pain ("back pain"), abdominal pain lower ("cramping"), abdominal pain ("abdominal pain"), arthralgia ("hips (constant ache) pain"), pain in extremity ("legs pain") and pain ("pain"). The patient was treated with ibuprofen (motrin), paracetamol (tylenol) and surgery (ablation and ablation done on (B)(6) 2013). Essure treatment was ongoing at the time of the report. At the time of the report, the vaginal haemorrhage, menorrhagia, pelvic pain, tooth disorder, dyspareunia, fatigue, alopecia, migraine, headache, abdominal pain lower, abdominal pain, arthralgia, pain in extremity, dysmenorrhoea and pain outcome was unknown and the back pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pain, pain in extremity, pelvic pain, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain, fatigue, dental problems, ,migraine, hair loss. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records confirming : lower extremity pain, back pain, pelvic pain, lower abdominal pain. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. New events added: pain nos. Reporter's information was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ("bleeding/abnormal bleeding (vaginal)") and menorrhagia ("bleeding/ abnormal bleeding (menorrhagia)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo as essure confirmation test." The patient's concurrent conditions included peripheral neuropathy. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2013, the patient experienced tooth disorder ("dental problems") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pains / pain"), back pain ("back pain"), abdominal pain lower ("cramping"), abdominal pain ("abdominal pain"), arthralgia ("hips (constant ache) pain") and pain in extremity ("legs pain"). The patient was treated with paracetamol (tylenol), ibuprofen (motrin), surgery (ablation) and surgery (ablation done on sep-2013). Essure treatment was ongoing at the time of the report. At the time of the report, the vaginal haemorrhage, menorrhagia, pelvic pain, tooth disorder, dyspareunia, fatigue, alopecia, migraine, headache, abdominal pain lower, abdominal pain, arthralgia, pain in extremity and dysmenorrhoea outcome was unknown and the back pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pain in extremity, pelvic pain, tooth disorder and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records confirming : lower extremity pain, back pain, pelvic pain, lower abdominal pain. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: event dysmenorrhea added. Treatment drugs, event start date added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.